Event description:
The manufacturer received information alleging a ventilator failed a step related to oxygen delivery during testing. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.